Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11361r58, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2015, the patient was seen for a pump alarm. The pump status was checked and logs confirmed that a motor stall occurred on that date at 09:28. The healthcare provider (hcp) silenced the alarm and noted that there was a ¿pump restarted due to restart command¿ message logged. The hcp thought that it was infusing and the patient was discharged. The patient developed withdrawal symptoms, including nausea, vomiting and increased pain. The patient reacted to oral pain medication. On the date of this report, the hcp checked the pump status and logs showed a ¿stopped pump period may exceed tube set¿ message on (B)(6) 2015 and a motor stall recovery on (B)(6) 2015 at 12:33. No electromagnetic interference (emi) or magnetic interaction (i.e. MRI) had occurred. The pump stalled again on (B)(6) 2015 and recovered on (B)(6) 2015. The patient did not want the pump anymore and the hcp planned to program it to off state. The pump would be explanted. The device system was used to deliver compounded morphine 25mg/ml at 14mg/day. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.